Event description:
It was reported that an upstream occlusion issues was experienced.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was worn upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as the alarm for upstream occlusion remained upon power up. Root cause of the reported event is unknown, but an inoperable upstream occlusion sensor is possible. It is recommended to replace the upstream occlusion sensor and the downstream occlusion sensor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 2110, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 9-may-2022 via email and attached to complaint object: event date was updated from unknown to 8-apr-2022. No further information is available from the customer.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08196. The report was submitted in error., corrected data: corrected information provided in h10.